Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a possible wireless telemetry module failure as the remote transmission detail noted that the device is no longer available for wireless telemetry. It was noted that the patient had a chest x-ray done on (B)(6) 2017 and had a MRI (magnetic resonance imaging) in (B)(6) 2016. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a problem issue with telemetry. If information is provided in the future, a supplemental report will be issued.